Manufacturer narrative:
Tracking number: (B)(4). Devices idrvultra1 and egiaadapt have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic sigmoid procedure, after the device was inserted in to the cavity through the trocar for the second fir, the device did not respond and it was not possible to open it. The green light above the reload symbol began to flash. Another device was used to complete the case. There was no injury for the patient, no extension to the time of surgery, no need to re-operate. The current status of the patient is ok.

Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident stated that the instrument was unable to enter firing mode during a gastrectomy procedure. No visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 39 autoclave cycles for the adapter. The eeprom was uploaded and indicated 39 autoclave cycles for the handle. No error codes confirming the reported condition could be found within the eeproms. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Four out of five white status lights illuminated indicating less than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. Four out of five white status lights illuminated indicating less than 15 surgeries remaining on the handle. A pmv endo gia* 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv endo gia* 60mm articulating medium/thick reload was then cycled without hesitation or binding. The reload jaws were able to be opened and closed properly several times. The adapter was disassembled and positive contact was made with the switch. The reload detect led did illuminate as expected. White and brown residue was found within the adapter. Visual testing of the returned sample confirmed the products did not meet quality release specifications that were tested regarding the reported conditions due to the internal adapter residue. The reported condition was not confirmed. A secondary condition not related to the reported condition was observed. The residue can be the result from the adapter being improperly cleaned. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.